Event description:
Reporter alleged the needle from the multiclix lancet drum was exposed out of the box. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.